Event description:
The customer stated that she was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 101 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. The customer stated that she changed the infusion set the day prior to the event and she was not connected to the infusion set during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.